Event description:
It was reported by the patient that their pacemaker failed and the top chamber of their heart was not working. Their pulse then just stayed at 65 beats per minute. Patient said they did a monitor check about two weeks before this happened and everything was fine. Patient also reported that they had fluid build up in their lungs and heart as a result. The device was at elective replacement indicator with vvi 65 operation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the eri (elective replacement indicator) is the result of high internal battery resistance.